Event description:
It was reported that during a da vinci pelvic lymphnode staging procedure, a prograsp forceps instrument's jaws were not able to open as expected so the surgeon was not able to grab the wanted tissue with the instrument. A new instrument was installed in order to complete the operation. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the grip cable derailed at the distal clevis hub. The grip cable was exposed on the outside of the pulley. Other cables at the wrist were not damaged. An additional finding was various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.